Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent came loose from delivery system during delivery. The lesion being treated was a 80% stenosed, non tortuous right coronary artery (rca) lesion. This lesion was predilated with a balloon (type and size unknown). The physician encountered difficulty crossing the lesion with the predilating balloon and with the taxus express2 8.8% 3.50 mm x 16 mm drug eluting stent, however, the difficulty with the stent system was reduced by the predilatation. The physician was able to retrieve the stent with the delivery system. The condition of the pt is reported to be satisfactory immediately post procedure.